Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. It was noted the non-abbott (merit) guidewire 1.5mm j tip wire was unable to be inserted into the volt pfa se catheter. The guidewire was exchanged to an abbott guideright j-tip. Cannulation of the left veins was attempted, but the abbott guideright j-tip was too stiff and there was concern with proceeding with the case with this guidewire. The catheter was withdrawn, and a second attempt was made with a new catheter and non-abbott (merit) guidewire. No therapy was attempted with the first catheter. With the second catheter, the guidewire was unable to cross the guidewire hub and at times would come out the central lumen side port. The wire was backloaded through the front of the catheter in order to proceed with the case. St elevation was then noted. The patient was paced at 600ms for about 5 minutes and the st elevation was eliminated. The physician did not know if it was caused by the device. At the end of the procedure, a tte check showed a pericardial effusion which transitioned to pericardial tamponade and required pericardiocentesis. The physician alleges that while there are many complicating factors of the case including a difficult common left anatomy, the use of a stiffer guidewire due to the initial advancement issues may have played a role in pericardial effusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined.